Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a breast procedure, the surgical registrar reported he observed burning of the skin with the device. The doctor reported that the patient had a third degree burn on the skin and patient required an acticoat dressing only, no skin grafting was required. Apart from that, there was no limb/organ threatening issue per the doctor. The patient is fine.